Event description:
Patient's ms3 pump (B)(4) alarming low cartridge before she is due for cartridge change. Patient confirmed syringe volume and pump rate are correct. Patient confirmed syringe had no medication left in pump. Patient was able to switch to back up pump with no interruption in therapy. No other information is known. Error occurred while infusion was running. Patient did not experience any harm from the error. Patient has been instructed to send malfunctioning pump back to pharmacy and pharmacy will be replacing pump. Dose or amount: 13.9 ng/kg/min. Frequency: 0.028 ml/hr. Route: sq. Dates of use: from unk to ongoing. Diagnosis or reason for use: pah.